Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. On the same day as the onset, the patient began treatment with injection cefepime (1.5 grams, once daily, route and duration not reported) and injection vancomycin (one gram, once in five days, route not reported) for peritonitis. The outcome of the peritonitis event was unknown. Dianeal therapy was ongoing. No additional information is available.